Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer had a blood glucose reading over 600 mg/dl. The customer stated they treated with manual injection. Prior to the incident, the customer reported multiple sensor errors. The customer reported being in auto mode, then it shuts down in 2 days. The customer got sensor updating and then it said not accepted and blood glucose was fine and then it said change sensor. The customer stated they need to change set and reservoir but could not because they were out of supplies. At the time of the call, the customer's blood glucose value was 113 mg/dl and was not reporting symptoms of high blood glucose. The customer also reported irritation at the set site. The customer ran the self test, which was successful, confirmed no flow alarms, and performed troubleshooting for high blood glucose and found no issue. The customer declined further troubleshooting. The customer did not seek medical intervention. The insulin pump will not be returned for analysis.